Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the physician performed an unspecified procedure on a pregnant female patient and within thirty minutes of placing the cook cervical ripening balloon with stylet, the patient experienced bright red bleeding. The physician removed the device from the patient¿s body. It is not known if the device caused or contributed to the need for additional procedures. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of the instructions for use (IFU), specifications, and drawings was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
The patient was undergoing induction/cervical ripening when the cook cervical ripening balloon was placed. The balloon was filled with 30 cc of sterile water. The patient underwent emergent cesarean delivery within 30-45 minutes of placement due to bright red bleeding and fetal intolerance. The infant later underwent "brain cooling" (therapeutic hypothermia). The complainant indicates that it is unknown whether the product caused or contributed to the need for the additional procedures previously noted.